Manufacturer narrative:
(B)(4). Additional information has been requested, however not received to date. Photo of patient infection? Date of procedure? Date infection was noted? How large of an area does the infection cover? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-procedure? What steroid (type and dosage) was administered? Please describe where was the adhesive was applied on the patient? Please describe how was the adhesive applied on patient? What prep was used prior to, during or after dermabond use? Was a dressing placed over the wound? If so, what type of cover dressing used? Was the dermabond removed? Was another type of wound closure required? Was the site cultured? If so, what bacteria were identified? What is the physicians opinion of the contributing factors to the infection? What is the most current patient status? Patient pre-existing medical conditions (ie. Allergies, history). Attempts to obtain additional information and the device have been made with no response to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a robotic hysterectomy on an unknown date in 2019 and topical skin adhesive was used. Post operatively, unknown amount of time, the patient developed itching and dermatitis around the umbilicus. A steroid was used to treat the condition. This seemed to help initially however the condition started to worsen some time later on. The doctor put the patient on a longer-term steroid to treat the second occurrence. There are no samples to return. Additional information has been requested.